Event description:
It was reported that a pump stopped fill tubing at 9.8 units and requested a minimum of 50 units to resume delivery. In addition, customer received an inaccurate fill estimate. The customers' blood glucose level was impacted.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.